Event description:
It was reported that an otherwise healthy male patient presented to surgery for a clavicle open reduction internal fixation. X-rays revealed a broken clavicle plate. On (B)(6) 2014 the hardware was removed. The devices were removed easily, reportedly there was no delay. The patient was revised to dual plates and screws with bone graft. It was reported that the procedure was successfully completed. This report is for two unknown 2.4 cortex screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for two 2.4 cortex screws, part and lot numbers unknown. Reported only as april 2014. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.